Event description:
During a percutaneous transluminal angioplasty of the left superficial femoral artery there was a balloon rupture. There was heavy calcification and 99% stenosis seen. There were no anomalies noted during product inspection or when prepping device. An indeflator (unknown MFR) was used to inflate balloon at 15 atm of pressure when balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient.this product is not available for evaluation and testing.